Manufacturer narrative:
Additional information will be provided following the conclusion of the investigation. Device not returned to manufacturer.

Event description:
On (B)(6) 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. The received customer allegation was pointing to the non-reportable issue. On (B)(6) 2022 during the service visit, the getinge technician detected reportable issue. As it was stated, the light head was damaged which allowed cleaning chemicals to penetrate inside the cupola and led to damages to the led circuit boards. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of cleaning chemicals with live parts may cause electric shock.

Event description:
Manufacturer's reference number (B)(4).

Manufacturer narrative:
Items involved: powerled 700 df lighthead (ard568303999 - sn (B)(6)). Manufacturing date : 18-sep-2007. Powerled 700 df lighthead (ard568303999 - sn (B)(6)). Manufacturing date : 31-jul-2007. The correction of d4 serial #, d4 catalog #, h3a device evaluated by manufacturer, h3b device not eval provide code, h3c if other provide code - explain fields deems required. This is based on the internal evaluation. The correction of d4 catalog # deems required. This is based on the internal evaluation. Previous d4 serial # (B)(6). Corrected d4 serial # (B)(6). Previous d4 catalog # ard568303999 . Corrected d4 catalog # ard568303999/ard568303999. Previous h3a device evaluated by manufacturer: no. Corrected h3a device evaluated by manufacturer: yes. Previous h3b device not eval provide code: other. Corrected h3b device not eval provide code: n/a. Previous h3c if other provide code - explain: device not returned to manufacturer corrected h3c if other provide code - explain: n/a. On 21st october 2022 getinge became aware of an issue with one of our surgical lights ¿ powerled. The received customer allegation was pointing to the non-reportable issue. On 27th october 2022, during the service visit, the getinge technician detected reportable issue. As it was stated, the light head was damaged which allowed cleaning chemicals to penetrate inside the cupola and led to damages to the led circuit boards. There was no injury reported, however, we decided to report the issue in abundance of caution as contact of cleaning chemicals with live parts may cause electric shock. Defective part were replaced and device was back to usage. Based on the information collected, it was established that when the event occurred, the surgical light did not meet its specification and in this way the device contributed to event. It is unknown if claimed device was or was not being used for patient treatment or diagnosis when the event took place. Root cause analysis was performed by subject matter expert at manufacturer¿s. The analysis is following: the probable root cause of the presence of water in the power supply is due to water infiltration from the air-conditioning. The water has entered between the outer cover and the metal frame. This may cause an electrical short-circuit. Particular attention should be paid of this product over time. (Risk of corrosion, caused by moisture, destroyed the metal and may damage the electronic components). Getinge shall continue to monitor for any further events of this nature and does not propose any further action at this time.